Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer was unable to clear the alarm, it did not work. Customer uses energizer alkaline battery. The customer was advised to discontinue use of the pump and follow the medical prescription for insulin shots until replacement arrives.